Manufacturer narrative:
The reported lot # [0015528] was not found for the reported catalog # [306547]. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review was completed for material number 306547 and lot number 0015528. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, sixteen physical samples were received for evaluation by our quality team. These are the same samples reported for complaint (B)(4). The samples all came in (B)(4) plastic bags. Inside the bags there is blood that came out of the syringes. Visual inspection was performed through the plastic bag. There is blood between the rubber stopper ribs. Blood was not observed past the stopper. The syringe is designed to push the plunger rod down to expel the saline solution, not to be pulled back. It is important to refer to the instructions for use when using this product. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation carried out and with no sample for analysis the symptom reported by the customer could not be confirmed. A review of the applicable fmea/peura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: the syringe is designed to push the plunger rod down to expel the saline solution; not to pulled it back. Rationale: we will continue monitoring the complaint trend for each of these lots. Both lots were produced for 1.6mm units; therefore, the cpm for each lot is 1.8.

Event description:
It was reported that blood leaked past the bd posiflush¿ normal saline syringe plunger while infusing into the av fistula. This complaint was created to capture the 2nd of 5 related incidents. The following information was provided by the initial reporter: "date reported 8/12. Manufacture number: 306547. Lot number: 0015528. Issue identified: blood leaked out behind the plunger while infusing into av fistula."